Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia procedure, a bowel injury occurred that resulted in sepsis. It is unclear if the patient received an ostomy due to the operative complication. The patient was scheduled for an unspecified reoperation. However, the patient expired prior to undergoing the reoperation. It is unknown how long after the reported injury that the patient expired. Intuitive surgical, inc. (Isi) contacted the surgeon to obtain additional information regarding the reported event. However, the surgeon indicated that she could not discuss the event as the site was performing an investigation.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. Therefore, no product is expected to be returned. A follow-up MDR will be submitted if additional information is obtained. A review of the system logs for the reported event has been performed by an intuitive surgical, inc. (Isi) technical support engineer (tse). The tse observed the following errors during the procedure: 48100 error (external equipment connected to dvi or bad dvi cable), 22020 error (engagement error), 23075 error (master tool manipulator error), and 23129, 23122, 23119 (table motion errors). Per the tse, multiple procedures have been performed on system serial #(B)(4) after this reported complaint. Two additional complaints were reported by the customer in relation to this system after the reported event occurred: one complaint was for table pairing issues on (B)(6) 2022. A second complaint was for system delays on (B)(6) 2022. An isi field service engineer (fse) performed a field evaluation at the site on (B)(6) 2022 to investigate the customer reported issue. The fse was able to pair the table and was unable to replicate the reported system delay issue. The fse found no trouble with the system during the site visit. A review of the instrument logs for this procedure has been performed and the following was observed: all multi-use instruments used in the case have been used in subsequent procedures with the exception of the single-use instruments and the following instruments: large suturecut needle driver (part #471296-07; lot #k10211122-0378). A review of the site's complaint history shows that a complaint was opened for the fenestrated bipolar forceps instrument used during this event for physical damage at the instrument tip with no reported patient harm. This instrument was used in three subsequent procedures after this procedure on (B)(6) 2022 and before this complaint created for a procedure on (B)(6) 2022. No other complaints were opened against the instruments used during this procedure. This complaint is being reported due to the following conclusion: during a da vinci-assisted bilateral inguinal hernia procedure, a bowel injury occurred that resulted in sepsis. The patient ultimately expired. The cause of the intra-operative complication is unknown. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
A medical review of the event information was performed by an intuitive surgical, inc. (Isi) medical safety officer and the following information was provided: based upon the information in the description of events, the extent to which the da vinci system may have caused or contributed to the bowel injury that led to the patient¿s mortality is unknown. Additional information is necessary to understand the circumstances related to this event.